Event description:
It was reported that when attempt was made to cross the septum using white prepacked dilator and faradrive sheath, the dilator was able to cross but the sheath failed to cross. Firstly, the he physician attempted to use the deflection knob to help line up the system to cross the sheath over into the left atrium with was unsuccessful. As per the physician opinion, he deflection knob was not working thus requested a new faradrive sheath. When the second sheath, same issue occurred the dilator was able to cross but the second faradrive sheath failed to cross the septum again. Thus, he switched out the white dilator for a versacross faradrive connect and was able to cross without any issue. No damage was noted on the sheath nor to the dilator. The introducer was used for femoral access and no excessive force was needed to gain femoral access. The patient had a fibrous septum due to several previous ablations and transseptal punctures, no other anomalies was noted. The procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Evaluation of the sheath confirmed that the device was able to achieve and maintain deflection. Disassembly of the sheath handle revealed that the friction gasket was adhered to the shaft of the sheath and had likely been previously attached to the screw, as small portions of the gasket remained on it. This defect resulted in difficulty during the operation of the steering knob when it interfaces with the gasket. Microscopic inspection of the distal tip of the shaft did not find any abnormalities or defects that could have complicated the ability to cross the septum, as mentioned in the complaint summary. Based on device analysis, the friction gasket was found to be adhered to the shaft of the sheath and had likely been previously attached to the screw, as small portions of the gasket remained on it. This defect resulted in difficulty during the operation of the steering knob when it interfaces with the gasket.

Event description:
It was reported that when attempt was made to cross the septum using white prepacked dilator and faradrive sheath, the dilator was able to cross but the sheath failed to cross. Firstly, the he physician attempted to use the deflection knob to help line up the system to cross the sheath over into the left atrium with was unsuccessful. As per the physician opinion, he deflection knob was not working thus requested a new faradrive sheath. When the second sheath, same issue occurred the dilator was able to cross but the second faradrive sheath failed to cross the septum again. Thus, he switched out the white dilator for a versacross faradrive connect and was able to cross without any issue. No damage was noted on the sheath nor to the dilator. The introducer was used for femoral access and no excessive force was needed to gain femoral access. The patient had a fibrous septum due to several previous ablations and transseptal punctures, no other anomalies was noted. The procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.